Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent an atrioventricular node ablation. This patient was receiving a watchman device and a biventricular implantable cardioverter defibrillator (ICD) device. Commanded shock impedance measurement readings were anywhere from zero to six ohms. The shock electrogram (egm) had an odd appearance. Technical services (ts) discussed that it could be electromagnetic interference (emi) related and suggested to the field representative to unplug any kind of cautery sources and grounding pads. Once this was performed, a shock impedance measurement of 54 ohms was observed. Additional information is being requested from the field. No adverse patient effects were reported.